Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and hospital. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made to obtain details about this event; however, no additional information was provided.